Manufacturer narrative:
Additional information: as no sample has been returned for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates this is the second complaint for the reported issue associated with the reported lot number. No sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, an investigation has been initiated to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a dull knife was experienced during surgery. An alternate knife was obtained in order to complete the procedure with no further difficulty. There was no harm to the patient.